Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10212. It was reported that the patient presented in clinic for routine generator replacement. Upon disconnecting the leads from the header, it was found that both the atrial and ventricular leads had sustained damage proximal to the silicone ring. Both leads were also noted to have low impedance. The physician repaired the damages with a suture sleeve and medical adhesive during the procedure on (B)(6) 2020. The patient was stable.